Event description:
It was reported that the customer was hospitalized for bypass surgery, but it was unknown as to whether the customer was hospitalized or treated for any diabetes-related issue. The blood glucose reading was 156 mg/dl. The solution assistant called on behalf of the customer, stating that she was unsure if the customer was hospitalized for high blood sugar readings. The called reported that the customer did need to have better control of her blood glucose readings, since she was not too well when she was admitted. Caller requested for assistance with programming the insulin pump with new settings recommended by the doctor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.